Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error was the subject device had leaked and water invaded the device during user handling. It caused abnormality in electrical components. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use, the equipment has false contact, resulting in the image not displaying on the screen. A message appears indicating that the bronchoscope is not recognized. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, during evaluation it was determined that there was a perforation of the biopsy channel, which allowed liquids to enter internally, causing corrosion of all systems, and displaying b30 error. The investigation is ongoing. A follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.